Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
The caller stated that the tube could not be dislodged after the cuff deflated. Caller states that they tried a "bronch" to see what was the problem and the tube was dislodged with the bronchoscope.